Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a alert of charge time limit reached was delivered during remote follow-up. Upon device interrogation in the clinic, the charge time and all electrical measurements were normal and in range so no intervention was performed. The patient was stable and will continue to be monitored.

Manufacturer narrative:
No conclusion code available. The device timed out during an initial charge for capacitor maintenance on the bench and had normal charge time for a subsequent capacitor maintenance. The cause of the long charge time is consistent with high voltage capacitor deformation.

Event description:
Additional information received revealed that the device was explanted and replaced. The patient was in stable condition.